Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 scope malfunction error. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include electrical problems such as signal loss or open circuit, operational problems, or some kind of stress such as damage or deterioration of parts without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a b30 scope communication error. The issue occurred during reprocessing. There were no reports of patient harm.